Event description:
MRI scanner failure during pediatric sedation case resulted in aborted scan. Ge uptime service center was contacted via the MRI scan computer ilink service function for remote diagnostics. Service engineer called MRI tech; identified the failure source and corrected via telephone communication. 24 volt pdu failure corrected. Scanner returned to service.